Manufacturer narrative:
Date the device was returned to manufacturer is unknown. Investigation date used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for7 (B)(6) with the incident lot was observed.

Event description:
It was reported that the paxgene® blood rna tube had foreign matter. No report of serious injury or medical intervention.